Event description:
Dr (B)(6) called during a surgery. A patient that was implanted a few months ago because of her anatomy, he did a pocket revision. The device gave him the power surge deactivation warning (my wording is probably wrong). He used electrocautery by the device. He turned the device back on with no further problems. The safety feature deactivated the device during a surgery. Patient underwent a revision surgery to adjust placement of the ipg based on surgeon's discretion. Device turned off as designed due to power surge. Device was turned back on and patient is doing well. No further action to be taken.